Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The product and particle have not been returned for evaluation. The root cause is undetermined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported a hard ''plastic'' particle was expelled from the handpiece during surgery. No patient impact or injury was reported.

Manufacturer narrative:
Additional attempts were made to obtain the particle for investigation with no response received. No further investigation or corrective action is necessary. The investigation is complete.